Event description:
Account reports two incidents in which during injection of omniscan contrast at 1 ml a second, the "rubber port" separated. Not known which injection site separated. Rptr stated there was no pt compromise.